Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The physician attempted to direct stent a taxus express2 2.5x12mm drug eluting stent to the 90% stenosed lesion located in the obtuse marginal (om) artery at the anastomosis of the saphenous vein graft (svg). The stent was positioned at the lesion and they began to inflate the balloon, but at 3 atms it "watermeloned back." The physician then attempted to remove the stent, but was not able to get the stent into the sheath as the stent struts were flared. The stent dislodged and embolized to the superficial femoral artery (sfa). Access was gained on the other side of the pt's leg and the physician was successful in removing the stent from the sfa with no pt complications. The pt was discharged the next day in stable condition and re-admitted at a later date for successful completion of the stenting of the om vessel.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.